Event description:
It was reported that the ilet indicated an insulin occlusion while the user was wearing an infusion set described as contact detach 6 mm, 23 inch; the user cleared the alert, it reoccurred, and the partner performed a supply change after which the issue resolved, with blood glucose rising to 429 mg/dl prior to resolution. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without hospitalization. Investigation of this case revealed an occlusion associated with the infusion set that resolved after replacement, indicating a likely set- or line-related flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.